Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine, dose and concentration not reported via an implantable pump. The indications for use were degen disc disease/herniated disc pain and spinal pain. On (B)(6) 2018 a pump pocket infection was reported. The patient complained of searing pain around the pump. The patient had a very swollen and red pump pocket with swelling, redness and tenderness spanning a 6¿x12¿ area. The patient was immediately referred to the surgeon at the hospital for immediate explant of the pump. The patient was admitted and the pump was removed the next day. The environmental, external or patient factors that may have led or contributed to the issue was the patient has diabetes. There were no diagnostics or troubleshooting was performed. It was unknown if the issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported.